Event description:
The reporter stated that the surgeon inserted an aq2003v three piece silicone lens. The lens haptic broke upon insertion into the eye. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound.